Event description:
It was reported that during a shoulder case, the whole anchor broke during insertion; it was not fully retrieved from the patient. The loose piece was removed, the remainder was secure in bone. The case was completed successfully with another of the same device in a new hole. Quality of bone: average. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for evaluation, but has not yet been received, therefore the complainant's event has not been verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event includes not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.